Event description:
Pt called and stated that she is a medical tech and wears gloves all day long (latex free) and has been developing a rash on her hand/arms (where the gloves touch). She was wondering if this was a reaction from the humira. The pt will f/u with the md to rule out humira. Pt knows the signs/symptoms of anaphylactic reactions to look out for and seek medical attention. Dates of use: from 2013 to current. Diagnosis or reason for use: ulcerative colitis.